Manufacturer narrative:
Explant. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 19.5 diopter lens was explanted during the same day due to needing a different power. No additional information was provided.

Manufacturer narrative:
Correction: in review, this report is duplicate of medwatch report no 3011852734-2018-00072. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 3011852734-2018-00076. Any additional follow up will be reported under medwatch 3011852734-2018-00072. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.